Manufacturer narrative:
(B)(4). (B)(6). Report source, literature - yoo, j. Et al (2017). Low energy fractures: what is the difference? Specific features and clinical outcomes by minimally invasive locking plates. Biomedical research, 28(1): 484-488. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that one implant failures occurred within three months after surgery possibly due to stress-concentration at the junction of the plate and bone. The patient was treated with an intramedullary nail. Attempts have been made and additional information on the reported event is unavailable.